Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 0.5ml 31ga 6mm 10 bag 500 sla needle broke off inside the patient's skin. The needle was able to be removed with the patient's hands. This occurred on 2 occasions. The following information was provided by the initial reporter: customer got in contact to report a possible quality issue with the syringe. Informs that one patient has gone to the pharmacy to exchange one pack of the syringes, reporting that two units of the batch have presented the following issue: after applying the insulin, the needles got stuck in her belly; however she was able to remove them with her own hands. There was no bruise, nor health injury either. The issue occurred last week, but the date is unknown. Customer reports that there are no sample available for analysis and requested for product replacement.

Manufacturer narrative:
H6: investigation summary. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 9350257. All inspections and challenges were performed per the applicable operations qc specifications. There were four (4) notifications [200869607, 200869050, 200867826, 200872884] noted that did not pertain to the complaint. H3 other text : see h10.

Event description:
It was reported that syringe 0.5ml 31ga 6mm 10 bag 500 sla needle broke off inside the patient's skin. The needle was able to be removed with the patient's hands. This occurred on 2 occasions. The following information was provided by the initial reporter: customer got in contact to report a possible quality issue with the syringe. Informs that one patient has gone to the pharmacy to exchange one pack of the syringes, reporting that two units of the batch have presented the following issue: after applying the insulin, the needles got stuck in her belly; however she was able to remove them with her own hands. There was no bruise, nor health injury either. The issue occurred last week, but the date is unknown. Customer reports that there are no sample available for analysis and requested for product replacement.